Manufacturer narrative:
Supplement #1 - medwatch sent to FDA on 02/24/2016. Device evaluation summary: the device was returned for analysis, and visual examination confirmed the connecter type as taper ii. Visual inspection noted scratches on the returned port, and some wear and thinning were observed on the access port taper tubing. A fill test was performed and no blockage was observed. Leak testing was performed and observed leakage of the device from a smooth opening, consistent with wear and thinning.

Manufacturer narrative:
Unknown taper. The reporter of the event indicated that the device would be returned for analysis. To date, the device has not been received by apollo. Additional information regarding device serial number and/or catalog number have been requested; no further information has been received. Without device serial or catalog, the connector type associated with this event cannot be determined. If the device is returned, visual examination may determine taper type. Device labeling addresses the possible outcome of leakage as follows: adverse events: deflation of the band may occur due to leakage from the band, the port or the connector tubing.

Event description:
Reported as: the patient complained of no restriction of their lap-band system. After three port refills with no improvement in restriction, the physician decided to replace the port. The port was replaced, and the physician noted a port leak.